Manufacturer narrative:
The customer reported falsely elevated/discrepant patient results when compared to a different method. A review of complaint reports received to date did not identify any trends for this issue. Accuracy testing was performed with a file kit of lot 00715g000 and all results met acceptance criteria. The customer was referred to a study, "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010; 134:930-938, 2010 for additional information. The architect intact pth package insert was reviewed and the customer was directed to the "limitations of the procedure" section and also the "expected values" section. Per labeling the product claim indicates a positive bias to the comparison assay. There was no product deficiency identified for this issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer stated that the architect analyzer generated falsely elevated ipth results on two patients compared to the elecsys method. The results provided were: pt#1 -arch = 80.7 / elecsys = 43.5; pt#2 -arch =45.5 / elecsys = 27.18 (customer's normal range = 15-68.3 pg/ml). There was no reported impact to patient management. There was no additional patient information provided.